Manufacturer narrative:
Correction to the initial MDR in block h6 impact code.

Event description:
It was reported that the patients deep brain implantable pulse generator ipg prematurely activated the elective replacement indicator eri mode at 2.72 volts. The patient underwent an ipg replacement procedure and was stable postoperatively. The ipg has been retained by the medical facility. Additional information was received and confirmed the ipg will not be returned to boston scientific.

Event description:
It was reported that the patients deep brain implantable pulse generator ipg prematurely activated the elective replacement indicator eri mode at 2.72 volts. The patient underwent an ipg replacement procedure and was stable postoperatively. The ipg has been retained by the medical facility.